Manufacturer narrative:
Reliability analysis inspected on opened/used sensor and performed continuity resistance testing. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer's blood glucose level at the time was 124mg/dl. The customer states they had a couple of sensors that malfunctioned right out of the box, and had one that was functioning properly. The customer states that one of the sensors had a reading of 300mg/dl to 400mg/dl. The customer states they removed the sensor. The customer was advised to call back when issues occur in order to troubleshoot.